Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for generator change. The lead was out service for unknown reasons and was not connected to the can. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 13.6-15.1cm, 14.7-15.3cm, and 15.8-17.5cm from the distal tip. The etfe coating was intact at these locations.